Event description:
It was reported that there was an "insulation failure" on the right ventricular lead. There was low impedance and worn down insulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the proximal conductor was fractured. It was noted that all conductors were distorted, the distal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation had a cosmetic depression, all insulators were breached and had a depression, the outer insulation was breached and had a depression, there was blood in/on the helix/lobe mechanism and the lead was stretched.